Manufacturer narrative:
A ge service representative performed an on site investigation. The cine drive and lemo pin connector were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system locked up during cine run and had poor image quality. No patient injury was reported.